Manufacturer narrative:
Additional information was received on 27 nov 2017 : reporter answered to our questions : "the disc space was not distracted, surgeon took the distraction off." "Patient bone quality was good." "The adjustable stop was well placed and positioned." Received on 14 dec : no images will be provided. "Anchor was not impacted too hard." "No osteophytes was broken for implantation of the first anchor." "Dr. Solomon decided to go up a size as he had to do more bony work after this incident." Reporter answered to every questions to try to explain what happened during this surgery. According to all the information reported, data seems not consistent to provide a valid root cause. Moreover, reporter will not be able to get images. From all the descriptions received, root cause is unknown but seems not to be device related.

Event description:
Roi-c : construct becoming loose while impacting anchor.

Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information have been requested. Device discarded at hospital

Event description:
Roi-c : construct becoming loose while impacting anchor. The bottom plate was deployed and when surgeon went to deploy the top plate the entire construct became loose and was removed. Surgery was completed without issue with a higher device. No impact on patient. Additional information have been requested.